Event description:
It was reported that the patient in ICU was receiving noradrenaline infusing at 14mcg/min. Pcu displayed "battery discharge" and infusion stopped. Patients blood pressure dropped to 56/38 requiring fluid bolusing. Patient's blood pressure normalized once noradrenaline was restarted on a different pump. There was patient involvement and patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient in ICU was receiving noradrenaline infusing at 14mcg/min. Pcu displayed "battery discharge" and infusion stopped. Patients blood pressure dropped to 56/38 requiring fluid bolusing. Patient's blood pressure normalized once noradrenaline was restarted on a different pump. There was patient involvement and patient harm.